Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was loading slowly. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: b5, d1, d4, d10, h4. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the data synchronization delayed between the server and the station when a new area was added to a user's role in the es server. A technical support specialist (tss) noted that the affected users were already present in the es server, so the active directory sync interval was not a contributing factor. Multiple stations were reportedly impacted, and the server was running version 1.7.4.137. The last download processed date/time was not stalled and no devices had gone into disconnected mode. Verified when the core. User role member area row was inserted into the station database for the provided examples. The issue could not be reproduced, and no further symptoms were observed, and so the case was marked as resolved and closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, system was taking up to 4 hours for the information to cross over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.